Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) has not recharged the ipg for approximately a year. It was also reported the ipg was inoperable and the patient was without stimulation. Subsequently, the patient underwent surgical intervention, where the ipg was explanted and replaced.